Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 weeks after implant. Reason stated was undesired refractive outcome. Physician reported the secondary surgery caused no patient injury or adverse effects.

Manufacturer narrative:
(B)(4). The iol was received and diopter measured correct as labeled, 20.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.